Event description:
It was reported that the physician was initially concerned about the possibility that the patient had passed away due to a lack of cardiac signal on remote monitoring. Boston scientific technical services (ts) was contacted and confirmed that the lack of cardiac signal from this subcutaneous implantable cardioverter defibrillator (s-ICD) system was the result of integrity damage and a recent shock delivery with low, out-of-range impedance (3 ohms). Ts discussed that there were several episodes with a low, unstable amplitude measurements and artifacts, and that the shock impedance values had been trending downward prior to the 3 ohm shock. That episode was assessed and it was difficult to distinguish cardiac activity due to the very low signal amplitude values. However, the post-shock signal was saturated, and the rhythm morphology was more consistent with a system integrity issue, rather than true cardiac activity. Ts recommended assessing for potential twiddler's syndrome and performing an emergent check with the patient, as therapy delivery could not be guaranteed. The following day, the patient was seen in-clinic where x-ray imaging was performed, and the images were forward to ts for review. Ts confirmed that the electrode had migrated into the device pocket and the entire system should be replaced due to the 3 ohms shock delivery. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that the physician was initially concerned about the possibility that the patient had passed away due to a lack of cardiac signal on remote monitoring. Boston scientific technical services (ts) was contacted and confirmed that the lack of cardiac signal from this subcutaneous implantable cardioverter defibrillator (s-ICD) system was the result of integrity damage and a recent shock delivery with low, out-of-range impedance (3 ohms). Ts discussed that there were several episodes with a low, unstable amplitude measurements and artifacts, and that the shock impedance values had been trending downward prior to the 3 ohm shock. That episode was assessed and it was difficult to distinguish cardiac activity due to the very low signal amplitude values. However, the post-shock signal was saturated, and the rhythm morphology was more consistent with a system integrity issue, rather than true cardiac activity. Ts recommended assessing for potential twiddler's syndrome and performing an emergent check with the patient, as therapy delivery could not be guaranteed. The following day, the patient was seen in-clinic where x-ray imaging was performed, and the images were forward to ts for review. Ts confirmed that the electrode had migrated into the device pocket and the entire system should be replaced due to the 3 ohms shock delivery. Recently, it was confirmed that the shock was delivered inappropriately due to over-sensed artifacts. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.